Event description:
87 yr old female resident of nursing home was injured when the device was in use and the pillar broke. Dropping pt and causing her hip to break. This event occurred on 1-7-98 at approx 3:00 p.m. & pt was transported by ambulance to one hosp, where it was decided that her injuries required specialized surgery, & she was transferred to another hosp where surgery was performed. Pt remains hospitalized and undergoing therapy. Rptr estimated pt will remain in the hosp at least until 1-16-98. Rptr stated the lift chair was purchased in 1991, and the hydraulic pillar was replaced @ 1 1/2 yrs ago when the hydraulics weakened. No other problems have been noted or occurred with the device. The device is routinely reviewed by the arjo (dist) technician 3 times a yr, when he is onsite. No problems had been pointed out to rptr by the arjo rep. The lift chair is reportedly utilized 15 times a day by the center's staff in bathing the residents. No staff member had reported any problems with the lift chair prior to this occurrence, since the pillar was replaced 1 1/2 yrs ago. Rptr stated pt weight approx 125-140 ilb, well within the 350 lbs maximum labeled weight stripped), allowing the pillar to drop. Mfrd 91091.